Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Clarification: serial number: (B)(4). Device labeling: precautions: the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Healthcare professional reported "implant couldn¿t be pushed out properly and one strap disconnected during implantation" and cataract surgery, which was being done at the same time, was impacted by the difficulty in implanting the xen 45 gts. The intraocular lens is planned to be explanted. The device made contact with the left eye.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Clarification to: lot number 61955. Device evaluation: for evaluation purposes in the irvine dal, the slider was tested for actuation. Results showed that slider knob was able to smoothly slide the full distance of the travel length, as tested multiple times in each of the three needle bevel selector positions. The functional testing showed that the pusher rod that pushes the gel stent out of the needle performed correctly and the needle retracted correctly as the slider knob was advanced to the end of the travel distance. The alleged complaint was not able to be duplicated due to the gel stent was returned loose in the tray and not in the injector. The implant is not able to be reloaded successfully into the injector without damaging the gel stent. The reported complaint of the xen glaucoma treatment system could not be confirmed due to the gel stent was returned unloaded from the injector. The manufactured xen systems are 100% inspected in-process at manufacturing under magnification to ensure that the xen implant is properly loaded into the injector. We will continue to monitor the frequency of these complaints to determine if there is a trend or if this was an individual occurrence.

Event description:
Healthcare professional reported "implant couldn't be pushed out properly and one strap disconnected during implantation" and cataract surgery, which was being done at the same time, was impacted by the difficulty in implanting the xen 45 gts. The intraocular lens is planned to be explanted. The device made contact with the left eye.